Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. The pt has a history of chronic obstructive pulmonary disease with pulmonary hypertension, cerebral vascular disease with prior endarterectomy, coronary disease, peripheral vascular disease and renal artery stenosis. It was reported that at one month follow up the pt's aneurysm decreased in size. The 7-month follow up revealed evidence of stent migration with significant shrinkage of the aneurysm and no endoleak. At the one-year follow up there was further migration of the stent graft noted, with evidence of dilatation of the infrarenal neck to 28 mm and the aneurysm has increased in size. Severe angulation of the aortic neck was also noted. The physician requested a talent aortic cuff for treatment of the pt. No additional clinical sequelae were reported.

Event description:
Medtronic received the explanted stent graft and its analysis has been completed. This graft was explanted during surgical conversiondue to aneurysm enlargement secondary to migration of the aneurx device. Follow-up CT at 7 months revealed graft imgration (up to 1cm), significant aaa shrinkage, with no endoleak. 1+year follow-up CT's showed an increase in aneurysm size, with continued graft imgration due to dilatation of the infrarenal neck accompanied by 60 degree neck angulation and graft main body/limb angulation. The continued migration with neck dilatation (to 28mm) and loss of seal zone left to the decision for the compassionate use of a talent aortic cuff at 18 months post-aneurx implant. One-month follow-up CT showed very good results; execellent positioning, no type-1 endoleak, and a reduction in aaa volume. However, 7 months post-talent implant showed a slinght reduction in the cuff overlap from the reccurrence of the aneurx migration accompanied by aaa volume increase. Just days prior to the eventual explant, an attempt to place an aortic culf between the aneurx and talent culf was aborted due to the inability to pass the cuff introducer sheath through the severely angulated bend. All explant, extreme angulation was observed, with visible fresh thrombus corresponding to the junctional leak between both grafts. No type 2 or any transgraft leaks were noted. The cause of the continued aneurx graft migration was likely due to disease progression, morphology changes, and the reported initial rapid shrinkage of the aneurysm. Continued disease progressive limited the long-term effectiveness of the talent aortic cuff. Post-cleaning examination revealed a 30mm long tear at the flow-divider, propagating distally from rings 4-6, opening both the ipsi and contra legs medially within the graft, as well as opening out of the graft at the posterior and to (to a lesser extent) the anterior surfaces of the graft body. Scanning electronic microscope analysis showed that the tear likely originated from a cut (seen as a clean fabric edge) just below the flow-divider. A section of the fabric also showed the appearance of an instantaneous rupture (possibly by a ballooning procedure). It is undetermined how or what may have caused the initial cut in the fabric. It is possible that the cut was caused during the explant removal of the talent cuff or contra limb. Other post-implant procedure may have also caused the tear, as the timing for the occurrence of the tear is unk, and no transgraft leaks were ever reported.